Manufacturer narrative:
Visual, functional and dimensional analysis were performed on the returned device. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported tip break/fray core was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to difficulty removing from coil dispenser include, but are not limited to, the wire removed from the coil from the distal end of the wire, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. The observed damages are likely related to the difficulty removing the wire from the coil dispenser. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the ht command 18 st 10cm guide wire (gw) was removed from the dispenser hoop, resistance was noted and the tip of the gw was frayed. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.